Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stops on occasion when restarting the insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that insulin pump gives the no delivery alarm and it had scratches all over the screen. The device will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window and cracked display window corner noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test. Occlusion test, and self test. No back light or delivery anomaly noted. (B)(4).